Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, a fingerstick was taken and the bg was 6.1 mmol/l while the cgm was reading low. On the (B)(6) 2025, the patient experienced a sensor failure ((B)(4)). It was stated that due to these failures the patient did not have cgm readings would have started to feel ill on approximately (B)(6) 2025 there was no information available as to whether the parents took fingerstick readings one the sensor had failed. It was unknown how much time had passed, but the patient was brought to the hospital during the morning of the (B)(6) 2025 and eventually experienced diabetic ketoacidosis. The patient was treated at the hospital with intravenous insulin, saline, potassium, and would have also been given glucagon. It was not known how much time the patient spent at the hospital. The reported sensor error ((B)(4)) occurred after the dka event, on the (B)(6) 2025, and was not directly related. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. Data was further reviewed. A review of performance data shows that the patient¿s always sound feature was enabled at the time of the incident, as was her no readings alert which was set to sound after 20 minutes of continuous sensor error. The sensor failed alert is a critical alert and will sound regardless of a patient¿s app settings or mobile device audio settings. The patient initially experienced a period of sensor error starting at 3:04 am on (B)(6) 2025. The last estimated glucose value the patient received prior to the onset of sensor error was a reading of 132 mg/dl at 2:59 am. The patient received no readings alerts at full volume every five minutes starting at 3:19 am until the alert was acknowledged at 4:42 am. Then, at 4:44 am, the sensor failed. The patient received sensor failed alerts at full volume every five minutes starting at 4:44 am until the alert was acknowledged at 5:06 am. A new sensor session was not started until about 9:30 am on (B)(6) 2025. The reported complaint of sensor failure was confirmed. The probable cause was determined to be low count aberration. No additional patient or event information is available.